Event description:
The facility reported an overinfusion found during pt use with no pt injury or medical intervention involved. The device was set in intermittant mode. The bag volume was 322 ml and had 6 doses of oxacillan. There was no additional info regarding the overinfusion. The set is available.